Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Two images were received. First image shows the label of a 5f pig super torque mb angiographic catheter. No anomalies noted. The second images shows a 5f pig super torque mb angiographic catheter separated into two sections. Blood residue noted on device which implies the product was used. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an incraft implantation procedure for an abdominal aortic aneurysm, a 5f pig 110cm 6sh super torque with marker bands catheter fractured in the patient when removing it over a 0.035 non-cordis stiff guide wire. The supertorque catheter was removed in two pieces from the patient's body during an additional unknown intervention. The markers on the catheter were also noted to have changed position. The patient was discharged home in good condition without complications a few days later. As reported, "the access vessels were quite narrow, tortuous, with amount of thrombus and calcium." There was little stenosis, but the degree of calcification, angulation and vessel tortuosity was moderate. There was no external damage noted to the catheter or its packaging when it was removed from the external packaging. There was also nothing special noted during the preparation of pig catheter for use. The catheter was inserted through the sheath with the original valve provided by the cardinal health company. Resistance appeared while advancing the catheter and while removing it over the stiff wire. There was also resistance noted when moving the catheter back and forth. During removal there was resistance visible on the x-ray image. There was no need for excessive torqueing during the entire procedure. The catheter broke in the marker band area. No other information was reported. Two device photographs as well as the device were returned for analysis. The first image shows the label of a 5f pig super torque mb angiographic catheter. No anomalies noted. The second images shows a 5f pig super torque mb angiographic catheter separated into two sections. Blood residue noted on device which implies the product was used. A non-sterile cath mb 5f pig 110cm 6sh product was received for analysis inside of a clear plastic bag. Per visual analysis, a separation condition was observed at 25 cm from the distal end, also per visual analysis it was noted that 10 out of the 20 marker bands (11 to 20) were moved from their original position and some of them were found piled up together. All marker bands were present on the catheter body, none were missing. Only marker bands 1 to 10 remained in their original positions. (The position of the marker bands is numerated from the distal end to the hub). No other damages or anomalies were found. Per functional analysis, a .038¿ lab sample guide wire was inserted in the catheter via the distal tip. The guide wire could not be passed all the way through the catheter body, this condition was caused due to the marker bands being out of position and the also due to the elongation condition. Per microscopic analysis, the marker band marks on the surface of the device did not with present evidence of damage (scratches, peelings, abrasions, etc.). Also, the edge of the separated section presented with evidence of elongations and frayed edges; these characteristics suggest that the device was induced to stretching/pulling or twisting events that exceed the material yield strength prior to the separation. No other issues were noted during microscopic analysis. Per dimensional analysis, the catheter body inner diameter (ID) and outer diameter (od) of the body shaft was found out of specification due to the elongated condition of the returned device. A product history record (phr) review of lot 17701441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿catheter (body/shaft) - separated¿ and ¿marker band (supertorque) offset/out of position¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis; however based on the limited information available for review, procedural or handling factors may have contributed to the event as evidenced by elongations noted and the areas of separation during analysis indicative of stretching/pulling events that exceeded the material yield strength of the component prior to separation. According to the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Two pictures of cath mb 5f pig 110cm 6sh product were received attached to complaint (B)(4) electronic file. The product was no received for analysis. Per visual analysis of one the received pictures a body separated condition can be observed almost at the middle of the device. The device is blood saturated indicating that was clinically used. No other anomalies or damages can be noticed. The second picture shows a product label where we can read it is a super torque catheter 5f, with lot number 17701441 indicating use by 2020-06-30. This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer ¿catheter (body/shaft) - separated in patient¿, could not be properly evaluated since the involved product was not received for analysis. Therefore even the separation condition reported by the customer was confirmed by the received pictures; the root cause of this issue could not be conclusively determined during the analysis of the received pictures and also no evidence was found that "suggest" that this issue is related to the manufacturing process. Neither the phr review nor the pictures review suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. The complaint reported by the customer ¿marker band (supertorque) - offset/out of position¿, could not be properly evaluated since the involved product was not received for analysis. There is no valid method to measure the dimensions in which the marker band is positioned. Therefore, the reported condition cannot be confirmed. Neither the phr review nor the pictures review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an incraft implantation procedure for abdominal aortic aneurysm of a (B)(6) male patient, a 5f pig 110cm 6sh super torque with marker bands the catheter fractured in the patient when removing it over a 0.035 lunderquist stiff guide wire by cook. The supertorque catheter was removed in two pieces from the patient's body during an additional intervention. The patient was discharged home in good condition without complications a few days later. The markers on the catheter also changed the position. A photograph of the device was provided showing the device in two separate pieces. It will be returned for analysis. Films are available and have been requested. "The access vessels were quite narrow, tortuous, with amount of thrombus and calcium." There was little stenosis but the degree of calcification, angulation and vessel tortuosity was moderate. There was no external damage to the catheter or its packaging when removed from the external packaging. There was also nothing special noted during the preparation of pig catheter for use. The catheter was inserted through the sheath with the original valve provided by the cardinal health company. Resistance appeared during advancing the catheter and while removing it over the stiff wire. There was also resistance when moving the catheter back and forth. During removal there was resistance visible on the x-ray image. There was no need for excessive torquing during the entire procedure. The catheter broke in the marker area.